Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was repaired and put back into stryker stock.

Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.